Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the injection leaked at the hub with two different needles during the process. The third attempt succeeded. The procedure was completed after applying and testing a third needle on the syringe. The leaking was noted while drawing up medication into the syringe, prior to injection. The patient¿s skin was not punctured until there was confirmation that the needle was not leaking at the hub after attaching the 3rd needle.